Event description:
It was reported by the caller that a pump malfunction occurred. The customer declined to provide information about whether the issue caused their blood glucose level to exceed 500 mg/dl. Technical support assisted the caller with resetting the pump, after which the malfunction code did not recur, allowing the customer to continue using the pump. The caller was advised to contact support again if any further malfunction occurred, and they acknowledged this guidance.